Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for black foreign matter with the incident lot was observed. Visual inspection of the returned samples identified the foreign matter as excess ink printed on the button component. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to the manufacturing process. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® ultratouch¿ push button blood collection set contained foreign matter. No report of serious injury or medical intervention.